Event description:
Abnormal impedance was observed at lv lead via hm, and then the decision was made to replace the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed that the conductor coils leading to the proximal and medial ring electrode were found fractured (approx. 38 cm distal to the is-4 connector pin), which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages such as the deformed lead body (approx. 7 cm distal to the is-4 connector pin), most likely occurred during the extraction procedure due to mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.